Manufacturer narrative:
The clinical observations were confirmed through laboratory analysis as the setscrew was stuck in the up position against the retaining washer, and the force required to loosen the setscrew was greater than the force that would be exerted by the torque wrench packaged with this device. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a revision procedure due to a dislodged electrode which was identified at a routine follow-up from a chest x-ray. The x-ray was taken due to the patient being hospitalized recently for respiratory reasons. During the electrode revision procedure, when the physician reconnected the electrode to the device, the setscrew was stuck in the up position and would not tighten down on the electrode. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Analysis of the device memory confirmed that therapy was available at explant. The device was then subjected to returned product testing and passed, verifying the performance of sensing and shocking functions, as well as impedance testing. High powered visual inspection of the lead barrel and header of the device noted the setscrew was stuck in the upward position. It was concluded that the damage to the device was induced during procedure.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a revision procedure due to a dislodged electrode which was identified at a routine follow-up from a chest x-ray. The x-ray was taken due to the patient being hospitalized recently for respiratory reasons. During the electrode revision procedure, when the physician reconnected the electrode to the device, the setscrew was stuck in the up position and would not tighten down on the electrode. The device was explanted and returned. No adverse patient effects were reported.